Event description:
On 16-dec-2022, a device evaluation was completed for the device. On 08-nov-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2022, the device was placed with the patient. On 16-dec-2022, the device was tested per quality control procedure by kci service center and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
MDR submitted on 27-dec-2022 noted the following: section b5 describe event or problem: on 08-dec-2022, the device was placed with the patient. Correction: section b5 describe event or problem: on 08-nov-2022, the device was placed with the patient.

Event description:
On 28-nov-2022, the following information was reported to kci by the patient: the patient's home health agency nurse removed the activ.a.c.¿ ion progress¿ remote therapy monitoring system on (B)(6) 2022 and stated that the physician may have to reopen the wound and reapply the v.a.c.® to address a tunnel. The patient reported having an appointment scheduled with the physician on (B)(6) 2022. On 14-dec-2022, the following information was reported to kci by the physician: the activ.a.c.¿ ion progress¿ remote therapy monitoring system may have contributed to the tunneling. On 21-dec-2022, the following information was reported to kci by the physician: a reopening of the wound, debridement and reclosure of the wound was required to address the tunneling. On 16-dec-2022, a device evaluation was completed for the device. On 08-nov-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2022, the device was placed with the patient. On 16-dec-2022, the device was tested per quality control procedure by kci service center and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged tunneling is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
MDR-3009897021-2022-00185 initial report submitted on 27-dec-2022 and follow-up #1 report submitted on 20-feb-2023 noted the following: section b5 describe event or problem: on 08-nov-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. Correction: section b5 describe event or problem: on 04-nov-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification.

Event description:
On 16-dec-2022, a device evaluation was completed for the device. On 04-nov-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2022, the device was placed with the patient. On 16-dec-2022, the device was tested per quality control procedure by kci service center and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.